Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr), and the reported unspecified tissue injury, were due to the slda. The reported incomplete coaptation (periprocedure) associated with the slda was due to challenging patient anatomy (cardiac amyloidosis of the endocardium and leaflets, long leaflets, thick leaflets). The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment, recurrent mitral regurgitation, and tissue injury. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (fmr) with grade 4. A mitraclip xtw was successfully implanted, reducing mr to a grade 1-2. The follow day, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to a grade of 2-3 and the posterior leaflet had ruptured. No additional information was provided.